Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase. She stated that the pump emitted loss of prime warnings for several days prior to the event; each time she disconnected from the infusion site and was able to re-prime without difficulty. The patient stated that she then attempted to complete a routine cartridge change. She said she received the no cartridge detected alarm during load cartridge step and noticed puddle of insulin. The patient reported that she reloaded cartridge with insulin and the pump pushed all of the insulin out again during the load cartridge step. She noted that she was not connected to the infusion site during these events.